Event description:
Patient opened up new bottle of novo max test strips, since opening up bottle, she is getting reading that is excessively high. For example she had a reading of 500 on her glucometer with the new strips, went to clinic and clinic measured blood sugar at 255. She has tried other strips in the bottle and keeps getting higher readings. Dates of use: 2008. Diagnosis or reason for use: diabetes. Event reappeared after reintroduction? Yes.